Manufacturer narrative:
Analysis was not performed; however, remote troubleshooting was performed by remote service personnel which included communication with the customer. The results indicate the mainboard was faulty. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty mainboard. A replacement mainboard was sent to the customer to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that a speaker malfunction error was displayed and there was no audible sound. The device was not in use on patient at time of event, there was no adverse event reported.